Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The battery cap was received with slight damaged (1 broken heat stake post). Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 12-mar-2025 due to no data available in the pump history file on the primary svn (B)(6). There was data listed on (B)(6) 2025 in the pump history file. No data available on 12-mar-2025 in the pump history file. Perform the history review 1 week prior to the event date 12-mar-2025 in the pump history file and found 2 pump error 23 on (B)(6) 2025 and 4 battoutlimit (6) on (B)(6) 2025 on the primary svn (B)(6). Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.6 mv). The pump passed the functional testing. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was passed away due to heart disease and vascular dementia in home on (B)(6) 2025. The event involved product(s) mmt-399a, mmt-332a, mmt-1880, mmt-523nah. Troubleshooting was performed to get the customer deceased information from husband. Pump was not worn at the time of passing. Mmt-1880 was requested and returned for product analysis. Mmt-523nah was requested and returned for product analysis. No product return required for mmt-332a. No product return required for mmt-399a.